Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 78% stenosed, 28mm in length, eccentric, de novo target lesion was located in the non-tortuous, severely calcified, and 3.0mm in diameter right coronary artery. The lesion contained <=45 degrees bend. Predilation was performed using a 2.5x15 balloon catheter, leaving 45% residual stenosis in the lesion. A 32x3.00 omega stent was advanced however a significant resistance was encountered and the device failed to cross the lesion. The device was removed and it was noted that the tip of the stent was deformed. The procedure was completed using a different device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an omega sds with stent. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded with the stent secured on the balloon. Microscopic examination revealed that the middle of the stent was damaged with stretched, overlapping, flared, and bent struts. Microscopic examination and tactile inspection presented no damage or irregularities to the shaft of the device. Microscopic examination presented no damage or irregularities to the distal tip and markerbands. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 78% stenosed, 28mm in length, eccentric, de novo target lesion was located in the non-tortuous, severely calcified, and 3.0mm in diameter right coronary artery. The lesion contained <=45 degrees bend. Predilation was performed using a 2.5x15 balloon catheter, leaving 45% residual stenosis in the lesion. A 32x3.00 omega stent was advanced however a significant resistance was encountered and the device failed to cross the lesion. The device was removed and it was noted that the tip of the stent was deformed. The procedure was completed using a different device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.